Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the sling. The information received indicated a failure between the connection with the anchor during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while tensioning the sling. Detail was not provided as if there were any issues that may have occurred prior to the detachment. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
Additional information received clarified the hospital had reported the issue incorrectly. It was clarified the failure was between the connection with the anchor [suture break]. Physician went to tension and the mesh dropped out.

Event description:
Additional information received clarified the hospital had reported the issue incorrectly. It was clarified the failure was between the connection with the anchor [suture break]. Physician went to tension and the mesh dropped out.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. There have been a historical CAPA opened by the supplier for a similar failure mode (CAPA 925); however, associated with different lots. An investigation into this lot will be executed by the supplier to determine relationship with CAPA. Further details will be commented at a later date in the final answer. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the product was opened; however, the dynamic anchor was damaged and unable to be used. The collar fell off the anchor rendering it useless and was discarded. It was clarified the dynamic anchor separated as they were preparing to implant. No injury was noted, and a second sling was opened and successfully implanted.